Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the site biomed took the camera off the system and tested the batteries. The site was informed this testing is not approved by medtronic. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported event could not be duplicated by medtronic personnel. No parts have been replaced by the site and no parts have been received by manufacturer for analysis.

Event description:
A site representative reported that the navigation system camera was displaying a fault light. No further details regarding the damage, or how it occurred, were provided. The site representative tested the system and was unable to replicate the issue. There was no patient present when this issue was identified.